Manufacturer narrative:
The pushwire was returned for analysis without the implant coil. The evaluation could not determine the cause of the event.(B)(4).

Event description:
Treatment of an aneurysm. During the procedure, it was reported that the first implant coil prematurely detached when it was being deployed. After failed attempts to retrieve the implant coil with a goose neck snare, the physician was able to retrieve it with a solitaire stent through embolectomy. A new coil was used to finish the procedure. Magnetic resonance (mr) after the procedure showed that the patient had a little infarct, but was in good condition.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).